Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A wet cassette pak was visually inspected and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. The sample was tested using a console. The sample could prime and tune with the ultrasonic handpiece, the 0.9mm air bypass system (abs) phacoemulsification tip and infusion sleeve from lab stock successfully. The irrigation pressure rate was within specifications. The pressure rate was also within specification. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The sample passed functionality. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. After an investigation of this complaint, no action will be taken at this time as the returned product met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation.  The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a system message was displayed stating 'bottle must be placed in' and there was no irrigation running during the procedure. The procedure was completed after replacing the product with another one. There was no patient harm.